Event description:
Facility staff alleged that the head section would not go up. No injury alleged.

Manufacturer narrative:
Technician found no problem with the bed. He removed one of the head cylinder hoses and screwed it back on to resolve any issues.